Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received from the clinician indicates that the out-of-range shock impedance measurement was 141 ohms. After the discussion with boston scientific technical services (ts), the physician elected to continue monitoring the patient remotely with no plan for further testing or intervention. The product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received stating this system has continued to exhibit out of range shock impedance measurements. A boston scientific technical services consultant documented and discussed the clinical observations and troubleshooting with the caller. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. This product remains in service. No adverse patient effects were reported.